Event description:
It was reported that shaft break occurred. The target lesion was located in the highly calcified right coronary artery (rca). A 3.00mm x 15mm emerge¿ balloon catheter was used to. While advancing the previously dilated device into a guidezilla guide extension catheter, resistance was encountered. When the device was pulled back, it was noted that the shaft broke. The device was then removed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. The balloon was loosely folded. There was contrast in the inflation lumen. The hypotube shaft was completely separated 44.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the inner and outer shaft. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the highly calcified right coronary artery (rca). A 3.00mm x 15mm emerge balloon catheter was used to. While advancing the previously dilated device into a guidezilla guide extension catheter, resistance was encountered. When the device was pulled back, it was noted that the shaft broke. The device was then removed. No patient complications were reported and the patient's status was fine.